Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case while the surgeon was drilling a bone pin into the patient's tibia he noticed the tip had worn in attempting to pass through second cortex. The outcome of the case was successful.

Manufacturer narrative:
Reported event: as doctor was putting pins in he noticed the tip had worn in attempting to pass through second cortex. The pins were not worn when they came out of the box. Procedure was successfully completed. No adverse consequence to the patient. Products not available as they were thrown out. Device evaluation and results: visual inspection was not performed as the device was not returned for evaluation. Dimension inspection completed at the time of manufacturing shows the lot was within specification. Device history review: review of the device history records for the associated lot indicated (B)(4) devices (143000-07 non-sterile bone pin, single) were manufactured and shipped to (B)(4) on 11/25/2015 and accepted into final stock on 11/25/2015 per erp. Complaint history review: aa review of complaints in (B)(6) was completed for p/n 143140, lot#: w43264. No other similar complaints were found. Tracking of complaints related to the 143140 part number will be tracked through quarterly trend request #789. Conclusions: as part of the investigation into this complaint, the stryker rep that was present for the case was contacted. It was determined that the surgeon did not use the drill guide during placement of the bone pin, causing it to appear "worn." Due to the non-use of a drill guide as required per makoplasty partial knee application user guide, 206388 revision 01 for placement of bone pins, this event constitutes an off-label use of the device. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case while the surgeon was drilling a bone pin into the patient's tibia he noticed the tip had worn in attempting to pass through second cortex. The outcome of the case was successful.